Event description:
Cust claims us of sf-01 unit caused damage to filling that the unit loosened the filling and it "fell out". They have not sought medical attention yet. Have reached out to customer requesting any further information from them and have not heard back. Refund has been initiated, has not processed yet.